Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The pt has experienced an increase in seizure activity; however, the treating neurologist has recently inherited the pt from another dr and therefore does not have much medical history. The pt reportedly experiences falls with his seizures. Lead break is suspected and revision surgery is likely. The pt has been referred for surgical consult.

Event description:
Review of x-rays did not reveal any obvious discontinuities in the ncp system. The pt underwent revision surgery, during which both the lead and generator were replaced. Intraoperative device diagnostic testing of the replacement system was within normal limits, indication proper device function. Device tracking info forwarded to MFR upon vns therapy system replacement indicates that the pt was explanted due to lead discontinuity. The pt is reportedly in good condition following vns therapy system replacement surgery, but continues to experience seizures because his replacement system has not yet been programmed to on.